Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. Imaging confirmed electrode migration. The recipient underwent repositioning surgery (B)(6) 2025.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. Device testing revealed results within normal limits. Programming adjustments have been made. The recipient was successfully re-activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.